Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer woke up with high blood glucose of 597 mg/dl. It was reported that insulin pump was in suspend but there were no alarms. It was reported that customer was using sensor, but it had not been restarted since (B)(6). Caller was advised of ways that insulin pump could have gone into suspend, but that it was not from sensor. It was also found that insulin pump was a day off. Caller received assistance in resetting date. Caller was advised to upload to carelink in order to find out how insulin pump was suspended.